Manufacturer narrative:
(B)(4). (B)(6). The field service specialist (fss) visited customer site and the issue was confirmed. Fss performed touch screen calibration as well as performed the field service checklist, which resolved the reported issue with the unit. The system was found to meet all amo specifications. Fss still proactively supplied the surgery center with a loaner system. The loaner system met amo specifications as well. All pertinent information available to abbott medical optics has been submitted.

Event description:
The clinic reported that touch panel does not respond, that screen froze. It was reported that the issue was noted when patient was under preparation before the operation. When customer was asked "are patient treatments delayed or cancelled", the response was "yes". No additional information was received regarding the delay and it was reported that the operation was completed using the another backup system. There was no patient injury reported.